Event description:
It was reported that caller received a minimum fill notification while attempting to load a new cartridge into pump. There was no adverse impact to the customer's blood glucose level. Caller initially reloaded same cartridge without success, then cleaned pump area with alcohol wipe as instructed and was guided by technical support through filling and loading new cartridge using proper technique, after which issue was resolved and caller successfully resumed insulin delivery.